Event description:
It was reported that the device was explanted approx after implant duration of 44 months, due to mitral stenosis. Information learned from the operative report.

Manufacturer narrative:
Device not returned.